Event description:
It was reported that there were four low impedance paces in the notable data chronic lead trend for the right atrial (ra) lead. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), (B)(6) 2006; 4076-58 implantable pacing lead, (B)(6) 2006. (B)(4).